Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 762 mg/dl. The customer also reported they had high ketones that were deemed life threatening by their health care provider (hcp). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.